Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 682 mg/dl with an unknown cause. The customer went to the emergency room (ER) where manual injections were administered to address the elevated bg. The customer left the ER in stable condition and a bg of ranging from 100 to 250 mg/dl.